Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, orif was performed for a patient with right tibia fracture. Drill was fractured during use, and tip of it was left in the bone. Thus, the surgeon made an additional incision and removed it from the bone on the opposite side.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned broken. The device inspection revealed the following: as received condition, the drill bit is broken off at the cross over from the cutting flutes to the shaft. The fragment was also returned. The received drill shows signs of usage. Strong fretting marks are visible. The drill bit lot number identification cannot be confirmed as the lot is rubbed off. The breakage surface reveals typical characteristics of a brittle fracture: the surface appears irregular and relatively smooth on certain areas, there is no noticeable signs of plastic deformations. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially by plateau on both sides of the fracture face. The most likely root cause is torsional overload caused by excessive force applied during use. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. Based on investigation, the root cause was attributed to a user related issue. The event was caused by torsional overload and excessive force applied to the device during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported, orif was performed for a patient with right tibia fracture. Drill was fractured during use, and tip of it was left in the bone. Thus, the surgeon made an additional incision and removed it from the bone on the opposite side.